Event description:
It was reported by a nurse practitioner that vns pt was referred for vns generator replacement due to a "slight" increase in seizure activity. F/u with patient's nurse practitioner revealed that the frequency of seizure increase compare to pre-vns baseline was unk. The vns device was not at the end of service but the battery, however, the MFR battery life calculation indicated that device may be nearing end of service. There have not been any medication or programming changes prior to increase in seizures. MFR rec'd the explanted generator where it is currently undergoing analysis.